Manufacturer narrative:
Device received. The investigation is still pending. An additional supplemental will be sent when the investigation results are completed.

Event description:
It was reported by the customer that the device had a motor stall. The unit is also affected by r118 rear case. There was no patient involvement.

Event description:
It was reported by the customer that the device had a motor stall. The unit is also affected by r118 rear case. There was no patient involvement.

Manufacturer narrative:
A review of the device history record showed the device had a manufacture date of 10sep2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported by the customer that the device had a motor stall. The unit is also affected by r118 rear case. There was no patient involvement.